Event description:
It was later reported that the patient noted never having therapeutic effect. The patient changed to program 2 at 1.0. Patient services asked the patient if he had had therapy success since implant and the patient stated no.

Manufacturer narrative:
Product ID 3889-28, lot# va0qdw5, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient reported never having therapeutic effect. Symptoms seemed worse than before implant. The patient increased stim and reported he could feel it. It was later reported that stim was on, program 3 at 1.3v . The patient increased to 1.7v . The patient programmer was functioning normal with and without the antenna. The patient reported a loss of therapeutic effect. There was no known accident or incident related to this complaint. No programming change. Additional information received from the healthcare provider noted that the event cause was determined; it was not device related. Reprogramming was not needed. Regarding troubleshooting, it was noted urodynamics --> non functioning interstim. The patient was recovered without permanent impairment.